Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited a gradual rise in shock impedance measurements, eventually going out of range. Technical services (ts) suspected calcium build up on the shocking coil. Ts recommended troubleshooting options and replacing the rv lead. Additional information was received from the field that a commanded shock was performed. The rv lead and crt-d have not been explanted. Calcification on the rv lead was not confirmed. No additional adverse patient effects were reported. Additional information was received. This crt-d was explanted and replaced. The rv lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited a gradual rise in shock impedance measurements, eventually going out of range. Technical services (ts) suspected calcium build up on the shocking coil. Ts recommended troubleshooting options and replacing the rv lead. Additional information was received from the field that a commanded shock was performed. The rv lead and crt-d have not been explanted. Calcification on the rv lead was not confirmed. No additional adverse patient effects were reported

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a product performance issue or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a performance issue or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited a gradual rise in shock impedance measurements, eventually going out of range. Technical services (ts) suspected calcium build up on the shocking coil. Ts recommended troubleshooting options and replacing the rv lead. Additional information was received from the field that a commanded shock was performed. The rv lead and crt-d have not been explanted. Calcification on the rv lead was not confirmed. No additional adverse patient effects were reported. Additional information was received. This crt-d was explanted and replaced. The rv lead remains in service. No additional adverse patient effects were reported.